Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8120700; model: sc-8120-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patients ipg was nonfunctional and was not holding a charge. No device malfunction suspected. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively with great coverage. All explanted device components will not be returned.